Manufacturer narrative:
This device is distributed outside the us; however it is similar to the us prod. The prod remains implanted in the pt and is not available for analysis. Add'l info will be submitted within 30 days upon receipt.

Event description:
In 2007, the female pt had one cypher select stent implanted in the proximal left anterior descending. The pt experienced uncontrolled hypertension during index procedure & had a post procedure mi. 6-24hr post procedure, the pt had ck 2 times above the normal level and ck-mb and troponin were greater than 5 times above the normal level,twenty four hours to discharge, the pt had ck-mb and tropinin were greater than 5 times above the normal level, ck mb was 2 times above the normal level, and troponin was greater than 5 times above the normal level. This event is noted to be unrelated to the device and highly probable to the index procedure.